Event description:
The pt received the scs system on (B)(6) 2007. It has been reported the pt is experiencing difficulty initiating a communication between the ipg and the charging system. The pt is without stimulation. The pt also reported he has not charged the ipg since summer 2011. A replacement charging system did not resolve the issue. A surgical intervention to resolve the issue is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.